Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. The complete electrode was returned missing the suture sleeve. Visual inspection noted a setscrew mark on the terminal pin in the correction location. There was some electrocautery damage noted on the electrode surface in a few placed and there were blood/body fluid in all lumens. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4); this investigation will be updated once further information is provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered shock therapy. A memory download was performed and sent to boston scientific technical services (ts) for review. A ts consultant discussed that the patient had a slow ventricular tachycardia (vt) that was below the rate cut off; however, there was t-wave oversensing which resulted in the delivery of a shock. The shock did not convert the vt and then there was additional noise which delayed further detection of the vt. The device did sense the vt and delivered another shock. Once again, there was noise post-shock which prevented further therapy from being delivered. It was also discussed that according to the follow up electrograms, the noise can be reproduced. In addition, there have been low amplitudes since implant in all postures. The ts consultant discussed additional troubleshooting to provide to the physician to determine the best course of action for this patient. An electrode revision was performed and the electrode was moved down a few centimeters. Induction testing was performed and there was delays in detection due to low amplitudes and noise oversensing which also delayed therapy delivery. In addition, conversion during testing was intermittent. Ts was contacted again and provided further troubleshooting. No adverse patient effects were reported. The physician will decide if this s-ICD system will be explanted and replaced.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
The s-ICD system was explanted and successfully replaced with a transvenous system. No additional adverse patient effects were reported.